Event description:
Additional information received indicated the patient attended a follow-up appointment but the physician reprogrammed the atrial channel instead of the ventricular channel. The patient is anticipated to return to the clinic for additional reprogramming.

Event description:
Additional information received indicated the oversensing was due to post-paced t-wave oversensing.

Event description:
During follow-up, t-wave oversensing was observed. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.